Event description:
It was reported that when the surgeon pressed the grey collar to release the second anchor, it misfired and the anchor did not release. No patient injuries reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.